Manufacturer narrative:
(B)(4). The customer report of swg unraveled was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer and a potential lot could not be identified from a sales history review. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that the ra catheter and wire unraveled during insertion in a pre-op patient. Additional information received states that the kinked swg was removed in its entirety. There was no patient harm or injury. The user troubleshooted by "moving the wire with the black slide mechanism, but it was stuck and wouldn't move initially, but did eventually move a bit - this could potentially have caused the wire to shear on the end of the needle, then elongate as it was removed. Eventually whole cannula and wire was removed (it needed persuasion) but the wire seemed to have completely unraveled". A new catheter was not placed.

Event description:
The report states that the ra catheter and wire unraveled during insertion in a pre-op patient. Additional information received states that the kinked swg was removed in its entirety. There was no patient harm or injury. The user troubleshooted by "moving the wire with the black slide mechanism, but it was stuck and wouldn't move initially, but did eventually move a bit - this could potentially have caused the wire to shear on the end of the needle, then elongate as it was removed. Eventually whole cannula and wire was removed (it needed persuasion) but the wire seemed to have completely unraveled". A new catheter was not placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The report states that the ra catheter and wire unraveled during insertion in a pre-op patient. Additional information received states that the kinked swg was removed in its entirety. There was no patient harm or injury. The user troubleshooted by "moving the wire with the black slide mechanism, but it was stuck and wouldn't move initially, but did eventually move a bit - this could potentially have caused the wire to shear on the end of the needle, then elongate as it was removed. Eventually whole cannula and wire was removed (it needed persuasion) but the wire seemed to have completely unraveled". A new catheter was not placed.